Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had possible solicifier, a foreign material, enter into the scope inside the channel while cleaning the device. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as no foreign object was found in the forceps channel. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel." Olympus will continue to monitor field performance for this device.